Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An nc euphora balloon catheter was intended to be used to treat a lesion. There were no abnormalities reported in relation to anatomy. The lesion was not pre-dilated. No damage was noted to packaging. The device was inspected with no issues. Negative prep was not performed. No resistance was noted while advancing the device to the lesion. It was reported that the balloon burst or leaked or ruptured at 18 atm during balloon inflation. The device was not moved or repositioned in the lesion prior to the burst. Patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: the balloon passed negative prep. On pressurisation of the device, balloon was successfully inflated to nominal pressure of 12 atm. No damage was evident to the balloon portion of the device. Upon visual analysis no deformation was evident along the catheter. If information is provided in the future, a supplemental report will be issued.